Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is: no problem detected - either it was not confirmed that there was a problem with the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unspecified diagnostic procedure, when pulling out the broncho videoscope the patient's breathing tube came out with it. The incident happened at the end of the procedure and the tube just needed to be reinserted. There was no deterioration in the patient's health, and the patient was reported to be alive and stable. The customer requested the device be inspected to make sure it is working correctly before being used again. There was no further patient impact reported.